Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq0659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the home health nurse collected blood through the PICC and then flushed the line with saline. Nurse was about to leave and the patient said they had wet clothes. External fracture noted between 1 & 2 cm. PICC was removed and no patient injury was reported. Fixation device used was secureacath.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The ink on the extension leg was observed to be worn and faded. An indentation was observed in the catheter between the 1 cm and 2 cm depth markers, approximately 2.5 cm distal to the molded joint. A small circumferential split was observed in this indentation in the catheter. A microscopic observation revealed the edges of the split to be rough and mostly straight with an uneven and granular surface texture. A small amount of whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the split and around the area of the indentation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the home health nurse collected blood through the PICC and then flushed the line with saline. Nurse was about to leave and the patient said they had wet clothes. External fracture noted between 1 & 2cm. PICC was removed and no patient injury was reported. Fixation device used was secureacath. .